Event description:
Rptr c/o chronic fatigue 1972, dry mouth and eyes and irritable bowel surgery 1981, depression 1972, connective tissue arthritis, chronic fatigue, muscle weakness, skin problems, and ruptured implants. Eye problems are getting worse.